Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to load a new cartridge because the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.